Manufacturer narrative:
This is our combined intial and final report on this incident.

Event description:
The customer reported a false negative crossmatch on tango optimo. The customer returned neither the supposedly defective product anti-human-globulin anti-igg solidscreen ii nor the sample that had caused a false negative test result. Therefore our quality control laboratory tested their retention sample of anti-human globulin anti-igg solidscreen ii in crossmatch on tango optimo. An e positive red blood cell and an anti-e were used for crossmatch testing. The crossmatch was correctly positive. Additionally the retention sample was tested for specificity and potency. All acceptance criteria were met. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human-globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers with no indication for a malfunction. The instrument is working within specifications.